Manufacturer narrative:
Additional information date of birth/age: (B)(6) 1950. Date of event: was updated to (B)(6) 2019. Additional information received: through follow up, customer provided additional information confirming reported hyperopia issues was first observed (B)(6) 2019 and confirmed reported hyperopia issues affect normal daily activities but are not debilitating. Device available for evaluation: yes. Returned to manufacturer on: 07/02/2019. Device evaluated by manufacturer: yes. Device evaluation: the product was received in a little jar with liquid. The product was disinfected according to procedure. The product is inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that the optic body has been damaged on both sides and a mark of the forcep is visible. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of birth/age: unknown, information not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxt300 19.0 diopter intraocular lens (iol) was implanted in the patient¿s operative eye on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to complaint of hyperopia. It was reported there was no required medical intervention, the zxt300 19.0 diopter iol was replaced with a zxt300 21.5 (larger) diopter lens, and patient was reported as well. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.